Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the tamper seal missing. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a pressure alarm also with new accessories. No adverse patient effects were reported by the customer.